Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and ams monarc subfacial hammock were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat an enterocele, apical vaginal prolapse, and stress urinary incontinence. The patient underwent the concurrent procedures of abdominal sacrocolpopexy, and upper vaginectomy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to enterocele, apical vaginal prolapse, stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced infection, urinary problems and recurrence. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria